Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc investigated the subject device and confirmed the followings; the exterior of the subject device had no abnormality. It could not be duplicated the reported phenomenon which the error e116 which indicated that the subject device was damaged was displayed. It was connected to with following the instruction manual and was operated the subject device without any abnormality. It was found that cpu and gpu fans were covered with dust, with removing the top cover of the subject device it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the investigation, omsc surmised there was the possibility this phenomenon was attributed to dust accumulation inside the subject device due to the user use, which prevented the fan from operating properly. Or it is also might be occurred because the motherboard of the subject device temporarily malfunctioned. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Since the subject device was not returned to omsc, it could not be investigated. The exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However based on the report of olympus service operation repair center (sorc) which it could not be duplicated the reported phenomenon, omsc surmised there was the possibility this phenomenon was attributed to some temporary malfunction of that the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e116 which indicated that the subject device was damaged was displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) could not duplicate the reported phenomenon. The other detailed information was not provided. There was no report of patient injury associated with this event.